Event description:
It was reported that during a ptca/stent procedure, the intended lesion was in the distal rca. There was already a previously placed stent in the proximal and mid rca. The pixel stent was advanced through an 8fjr4 guiding catheter and into the coronary, but would not properly advance through the stent in the proximal rca. The stent delivery system (sds) was the retracted, but the stent came off and was located in the proximal rca. A 1.5 balloon catheter was advanced through the undeployed stent and inflated to deploy the stent in the proximal artery, proximal to the previously placed stent, in an unintended site. The stent was then post-dilated with a powersail balloon. The lesion was then dilated with a balloon catheter in several places to smooth out the artery. Another pixel stent was then advanced into the vessel and advanced through the first stent, but seemed to catch on the same area that the first stent had. The second sds was then retracted, and came through the first stent, but this stent also came off of the sds and was located in the ostial rca. A 1.5 balloon catheter was advanced through the undeployed stent and inflated to deploy the stent in the ostial artery, proximal to the previously placed stents, also at an unintended site. The second stent was then post-dilated with a balloon catheter.